Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, failure to the device's power management board occurred. The device's power management board was replaced to address the issue. The device's power management board was returned to the manufacturers product investigation laboratory for additional investigation. There were no visual defects of the component observed. The technician verified that both the internal and detachable batteries were charging. When the component was installed on the testing station, no service required alarms occurred. The component passed all testing. The technician determined the power management board operates as designed. The component is to be scrapped per manufacturer's work instructions.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, failure to the device's power management board occurred. The device's power management board was replaced to address the issue. Additionally, the pollen filter, exhaust fan assembly, and 43 micron filter were replaced preventatively. Repair test, alarm check ,battery check, run in tests and cleaning were performed. The unit operated properly.